Manufacturer narrative:
The processor pca, battery pca, etco2 module, and printer pca. Were all replaced and the device passed all performance assurance testing and was returned to the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of te investigation.

Event description:
It was reported to philips that the device's rfu (ready for use) indicator displays a red 'x'. There was no reported patient involvement.